Event description:
A recent patient download revealed from a male patient revealed several "battery charge fault" flags. Further review of the patient record revealed that these occurred on the same battery. Support tried to contact the patient. Patient did not return supports voice mails or the letter that was sent to them. Patient ended use and returned equipment in 2009.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken yellow wire. They yellow wire connects the cells to the board. The root cause of the broken wire was an improperly glued connector. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.